Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a month after the catheter was implanted, during hemodialysis, a leak and crack were observed in the red luer adapter. No unusual issues were observed with the device prior to use. Aside from the reported issue, no other visible damage was found on the product at the time of the event. Flushing was not performed, and no excessive force was applied to the device. Iodine, which is typically used to clean the adapters and the device, was the cleaning agent used. A blood tube was the other product utilized, and tego was not used. Ointment was not applied. The reported product was not replaced, but the red luer connector had to be replaced as the required intervention due to the event. The treatment was completed. There was no blood loss, and no blood transfusion was performed. There was no reported patient injury.